Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The health care professional reported via phone call that the insulin pump had an unresponsive keypad. It was stated that the keypad was locked. The caller did not know the blood glucose reading. The insulin pump will be replaced.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked display window and cracked battery tube threads.